Manufacturer narrative:
Initial reporter: (B)(6) nurse in-charge. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that around three weeks after initiation of intra-aortic balloon (iab) therapy, the fiber optic cable was found to be kinked and unable to display proper arterial pressure signal. The intra-aortic balloon pump displayed "fiber-optic sensor module failure". The facility chose to continue therapy with the same iab by using conventional pressure sensor monitoring. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint # (B)(4).

Event description:
N/a.